Manufacturer narrative:
(B)(4). Device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were dropped due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic biopsy procedure, clips are falling out of the instrument. They had to replace it with reusable clip applier from other manufacturer. The procedure was completed successfully and the patient is ok. Surgery was prolonged fifteen minutes. There were no adverse consequences for the patient.